Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 550mg/dl with symptoms of polydipsia, polyuria, extreme drowsiness, and confusion, associated with a loss of prime. Reportedly, the patient received treatment of insulin via injection in their doctor¿s office. During troubleshooting with customer technical support (cts), it was determined that the cartridge was over/under cycling, and loss of prime alarms occurred two or more times with more than one cartridge. It was also found that the cartridges were being inserted with cold insulin. The patient was educated on loss of prime warnings and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on the insulin pump as a result of use error.